Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted impactor confirms the fracture initiation along the slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits gouging/damage indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis sep-419.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tibial impactor broke.